Manufacturer narrative:
Conclusion - the labeled absorption profile of this device is indicated as being fully absorbed within 90 days of implant. This device was co-implanted with a marlex (non-absorbable) mesh that is expected to remain intact. It is expected that the vicryl mesh would be fully absorbed and no longer be present. Therefore, any events occurring eleven years post implantation would not be associated with the absorbable vicryl mesh device.